Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx valve; product serial number: unknown; product type: 0195-heart valves; implant date: n/a; product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the handle could not be rotated during the device implant. Subsequently, force was used to turn the handle, and the end cap separated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received with the nosecone over-captured by the capsule. The handle was partially open on device return. Deformation was evident to the threading of the screw gear. The end cap was separated on device return. The trigger moved to fully advanced and retracted positions and locked in place when released, however turning the actuator did not advance or retract the capsule. Deformation was evident to the end cap clip and end cap window, with scratching evident around the clip. On advancing the tip retract with the end cap separated, the valve was able to be fully deployed with significant initial resistance noted. There was a crown overlap evident to the returned valve, and a slight bend to both paddles. Damage was visible to two sides of the proximal end of the inner capsule. The reported event for separation of components could be confirmed in the analysis. The reported event for difficult to deploy could be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the handle could not be rotated during the device implant. Subsequently, force was used to turn the handle, and the end cap separated. No patient complications have been reported as a result of this event. Additional information was received indicating that a new delivery catheter system was used for the valve implant.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the device was received with the nosecone over-captured by the capsule. The handle was partially open on device return. Deformation was evident to the threading of the screw gear. The end cap was separated on device return. The trigger moved to fully advanced and retracted positions and locked in place when released, however turning the handle did not advance or retract the capsule and it was not possible to deploy the valve. Deformation was evident to the end cap clip and end cap window, with scratching evident around the clip. No other deformation evident to the remainder of the device. Updated data: b5. Second paragraph added e1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.